Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an politeal femoral bypass procedure on an unknown date in 2021 and suture was used. The thread was pulled off after several passes to perform the anastomosis. A new like device was used to complete the procedure and there were no adverse patient consequences reported. No further information was provided.